Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had both high and low blood glucose. The customer¿s blood glucose during the incident was 475 mg/dl. They did not mention the reading of their low blood glucose. They did not mention any form of treatment. Their sensor had a bent cannula. They noticed the sensor gushed out blood. No further details were given. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.